Manufacturer narrative:
A supplemental report will be submitted upon final review of medical records by post market clinical staff and completion of the plant's investigation.

Event description:
A peritoneal dialysis patient called to get information on fibrin and blocked patient line alarms. The patient stated he had been hospitalized for a surgery from (B)(6) 2014 to (B)(6) 2014 for a scheduled hernia repair. The hernia did not create any physical discomfort for the patient but was obstructing patient's pd treatment. Medical records have been requested.